Event description:
Malfunction occurred in delivery room. Neonatal resuscitation bag was checked prior to use and appeared to function normally. When infant was born and resuscitation bag used, it failed to deliver pressure consistently.